Manufacturer narrative:
During investigation, customer supplied one 1 data file on 21-oct-2020. Thermo fisher scientific's r&d team analyzed the file on 27-oct-2020. The r&d team was unable to confirm the false positive results as the customer is using a non- validated workflow. The quant studio 6 isn't validated as part of our covid-19 eua workflow, so there is no established threshold by which to determine if the results were "false" or not. In this scenario, it's the laboratory's responsibility to properly set the threshold and validate the workflow accordingly, as an ldt.

Event description:
An unvalidated instrument platform (quant studio 6) was used with the thermo fisher eua taqpath covid-19 assay kit when false positive results were encountered by the customer. There are no data, claims or labeling to support the use of the non-validated workflow on the unsupported instrument platform. Thermo fisher scientific's r&d team was unable to analyze the data files as there is no established threshold by which to determine if the results were "false" or not. In this scenario, it's the laboratory's responsibility to properly set the threshold and validate the workflow accordingly, as an ldt. Thermo fisher requested customer to use thermo fisher scientific's validated eua workflow on a supported instrument platform.